Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd solomed¿ syringes had broken plunger rods that could be seen while still in the packaging. The following information was provided by the initial reporter, translated from portuguese: customer returned the 04 units he had purchased to the pharmacy, as the plunger was broken, even before opening the package, the defect could be seen.

Manufacturer narrative:
H6: investigation summary: four photos received by our quality team for investigation. Upon visual inspection, it was possible to verify that the stopper is pressed against the bottom of the syringe, indicating the possible pressure of the plunger after packaging due to possible movements of the product that may occur inside the package, however without physical samples failure cannot be confirmed. A device history review was performed for the reported lot 2054894 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that 4 bd solomed¿ syringes had broken plunger rods that could be seen while still in the packaging. The following information was provided by the initial reporter, translated from portuguese: "customer returned the 04 units he had purchased to the pharmacy, as the plunger was broken, even before opening the package, the defect could be seen."